Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine ipg replacement the right lead was intraoperatively diagnosed with high impedances. As a result, the right lead was explanted and replaced during the procedure.